Event description:
A customer reported an event of a "oil smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Upon further follow-up, the customer determined that the issue was related to equipment from another manufacturer and not related to the sterrad® 100s. Therefore, this complaint is deemed not reportable.